Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The drill broke during the milling of the tunnel, not that there was any misuse of the material. Additional information was received via email from the affiliate on 5-9-2016. The type of procedure was an acl reconstruction. The procedure was completed by drilling the tunnel with a larger reamer and they got the graft a little more thicker with some extra stitches. This failure did not extend the procedure time greater than 30 minutes. The tip of the reamer broke as the surgeon was reaming the tunnel. If anything fell in the patient, was it removed? Yes. Is this device coming back for evaluation? Yes.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Typically, device breakages are associated with excessive force applied by the end user. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Not returned to manufacture.